Manufacturer narrative:
(B)(4).

Event description:
It was reported that a detached or missing sensor wire occurred. The sensor was inserted into the arm on (B)(6) 2024. No product data was provided for evaluation. The allegation and a probable cause could not be determined. No or injury or medical intervention was reported.

Event description:
The sensor was inserted into the arm.

Manufacturer narrative:
(B)(4). B5: describe event or problem - correction. D4 UDI: - correction. H2 type of follow up: - correction. H6 health effect - clinical code - correction - remove following h6 codes from the initial MDR: 2364 elevated ketones/diabetic ketoacidosis, 1685 abdominal pain, 2515 shaking/tremors, 1970 nausea, and 2194 dizziness. H10: corrected data.